Manufacturer narrative:
(B)(4). A review of the manufacturing records for the reported lot was performed; no deviations were noted and product met all specifications. Chemistry evaluation results of retained unit from the reported lot were within specifications. All pertinent information available to the manufacturer has been submitted.

Event description:
The sister of a male patient reported that her brother experienced chemical burns and a swollen eyelid after using a sample bottle of revitalens ocutec multipurpose disinfecting solution with his acuvue oasys soft contact lenses. The reporter indicated the patient soaked his new contact lenses overnight in revitalens. On (B)(6) 2013 he placed the lens in his left eye and immediately experienced a burning sensation. When the symptoms did not resolve he went to the emergency room, was reportedly diagnosed with chemical burns and was prescribed ciprofloxacin, 'numbing drops' and hydrocodone; he was to follow up with his eye care professional the following day. On (B)(6) 2013 his eye was nearly swollen shut. In follow up with the patient, he indicated that it took about 1 week for his symptoms to fully resolve. He went to his eye doctor and 'got more drops' to use. His vision was fine on (B)(6) 2013.